Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to oversensing with short interval counts (sic). The rv lead also had a sudden impedance increase. The rv lead had a suspected fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.